Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens reviewed maintenance, cleaning and sample handling techniques with the customer. The customer stated that they may not be waiting for the patient samples to be at room temperature before dipping. The customer stated that they are retraining all users on proper sampling and maintenance techniques, and they have not had any other issues since they did the recommended maintenance and are using accepted sampling technique.

Event description:
The customer reported false negative blood, leukocyte and nitrite results in urine for two patients on the clinitek status+. When tested on another analyzer in the main lab, the results were all positive. The customer stated that antibiotic treatment for a uti may have been delayed for several hours up to 1 day.